Event description:
It was reported that occlusion alarms occurred. System check was performed by tandem technical support and it was identified that customer adds or removes insulin outside the load sequence. Tandem technical support informed customer that adding or removing insulin outside the load sequence is off label per the tandem user guide. Customer was able to resume insulin therapy successfully. There was no reported adverse impact.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin. This can cause serious injury or death from very low blood glucose.